Manufacturer narrative:
Analysis was performed by remote service personnel which included talking to the customer. The results of the analysis were that the remote support engineer (rse) confirmed the device lost the alarm sound but was working as intended otherwise. He advised the customer biomed to exchange the speaker which is connected by a box solution but this did not change the issue and there was still not sound. After the pic was rebooted, the device was working as intended again and the alarm sound was audible. Based on the results of the analysis, it was determined that the product has malfunctioned but the most likely cause remains unknown and could not be confirmed. The issue was resolved by the reboot of the device. E1: reporter and reporting institution phone#: (B)(6).

Event description:
It was reported that the device lost the audible alarm sound. The device was in clinical use. There was no report of patient or user harm.